Event description:
It was reported that during a da vinci prostatectomy procedure, during the usage of the instrument intra-operatively, surgeon found out that the wire near the tip of the prograsp forceps instrument was protruding out. Upon trying to use the instrument, it failed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear or marks. The other cables at the instrument were not damaged. No other damage was found.